Manufacturer narrative:
(B)(4).

Event description:
The patient was jumping on horses. He ripped his pump loose twice, which then required revision. They placed the pump under the fascia and then he had pain where the pump was placed. The device system was used to deliver morphine. Additional information has been requested. A follow-up report will be sent if additional information becomes available.